Manufacturer narrative:
Unit alarmed motor error during rewind due to corrode the motor home switch. Unable to perform rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test due to motor error alarms. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump received motor error alarm. The customer¿s blood glucose level was 14.4 mmol/l at the time of the incident. The customer stated that the drive support cap was normal. Customer stated that the insulin pump was not exposed to high magnetic field. Customer did not report motor position encoder error. Customer was able to successfully clear the alarm and able to complete insulin pump rewind. Customer stated that the insulin pump alarm history contains more than one motor error alarm within the last 30 days. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and was recommended to refer the backup plan. The insulin pump will be returned for analysis.